Event description:
It was reported that during preventive maintenance, the device was found with a "chuck" missing from rear case near connector on top. It was also reported the biomed found a break and the device has a chip out of the case near the connector. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lower case and both bail covers are broken. Analysis also found the battery contacts are compressed. (B)(4).